Event description:
It was reported via a clinical study that a patient underwent a bone fixation procedure of the left femur. On an unknown time frame post-implantation, the patient experienced an acute onset of pain with any movement. Diagnostic images revealed a lateral migration of the distal locking screw which caused rubbing and irritation of the iliotibial tract. Subsequently, the patient underwent revision surgery to remove the migrated screw. Due diligence is complete as multiple attempts have been made; it was reported that no further information is available.

Manufacturer narrative:
(B)(4). Date of event: event occurred in 2012 though exact date is unknown. Implant date: implantation and revision occurred in 2012 though exact date is unknown. Concomitant medical products: greater trochanter femoral nail - green right 11 mm diameter 42 cm length, catalog#: 47249242011, unknown zimmer natural nail proximal screw, qty#: 5. Report source: foreign: germany. Customer has indicated that the product will not be returned to zimmer biomet for evaluation, as it was requested but not returned by the hospital. Once the investigation has been completed, a follow-up MDR will be submitted. .

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. It was reported that screw back out may be secondary to the bone healing, however root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.